Event description:
Customer reported recurring occlusion alarms. There was no adverse impact to the customer's blood glucose level. To resolve the occlusion issue, customer changed the infusion set and cartridge, resuming insulin therapy. Technical support decided to replace the pump due to the frequent occlusion problems, and the customer reverted to using a back-up insulin pump.